Event description:
Doctor states pt's capsule was punctured during case due to "power surge" by phaco emulsifier resulting in vitreous loss, vitrectomy performed. Device was shipped to surgical designs.